Manufacturer narrative:
Pump error 54 alarm found in the pump history due to software error. No pump error 3 noted. Pump error 63 alarm confirmed in the insulin pump history and during self test due to broken trace. Device received with cracked case corner of the belt clip rails near the battery compartment. Test reservoir lock properly inside the reservoir tube. Device communicated properly with the test guardian transmitter and tested with glucose sensor simulator.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had multiple pump errors. Customer¿s blood glucose was unknown at the time of incident. The customer was able to clear the alarms and able to rewind the insulin pump. The customer stated that self test did not pass and insulin pump received hardware low level failure. Troubleshooting was performed for pump error. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.